Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shutdown unexpectedly. Customer plugged the pump into a power source and the pump turned on. Upon startup, the malfunction alarm had cleared. Customer's blood glucose level was 284 mg/dl. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery.